Event description:
The cribriform device was positioned, but ra disk was noted to be ballooned in appearance and could not be reformed despite several attempts. The device was removed and the ra disk was confirmed to be distorted and ballooned. The device was replaced with a new one. The patient was not harmed.====================== manufacturer response for occluder, cribriform======================the device has been requested for evaluation. Since the manufacturer cannot work with the user facility on non-destructive testing and return of the device to user after evaluation, the user cannot provide the device for testing. This being the case, the manufacturer has refused to provide a replacement product to the user facility.